Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is 1 of 3 reports for the same event. Placeholder.

Event description:
This is 1 of 3 reports for the same event, complaint #(B)(4).

Event description:
During a procedure on (B)(6) 2012, a surgeon noted the locking cap pop off the titanium locking screw synapse implant. Reportedly, the patient was assaulted after surgery. No additional information is available. This is report 1 of 1 for complaint (B)(4).